Event description:
During the surgery, the screwdriver has broken when tightening the screw. There was no adverse consequence to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.